Manufacturer narrative:
(B)(4).

Event description:
It was later reported that the patient¿s pump was refilled again on (B)(6) 2015. The hcp had even more issues at the refill during the month of this report and could not get any medication. On (B)(6) 2015, the patient was inpatient at the hospital since they were unable to fill the pump. Additional information, received on (B)(6) 2015, reported that there was an inability to fill and aspirate the reservoir. The patient had not had any exposure to hyperbarics or scuba diving. Per a lateral x-ray of the pump, the bellows were obviously not expanding/contracting uniformly.

Event description:
It was reported that the pump reservoir was unable to be filled. The physician was able to do the initial aspiration and the expected residual volume (erv) was 2.4ml while the actual residual volume (arv) was 2.6-2.8ml. They began injecting the medication and were able to inject 16-17ml into the reservoir but could not get the rest of the medication in the reservoir, nor were they able to aspirate. When the physician would try to aspirate he would get a lot of resistance and no medication was able to be withdrawn. They had already switched needles and the extension tubing did not appear kinked. The kit tubing was patent and the needle was patent. A new kit was opened and a new needle and extension tubing were used; however, nothing changed. When the reservoir was initially aspirated they used at 10ml syringe and then used a 20ml syringe to try to fill. They tried a new syringe and were still unable to aspirate. The patient was sitting in a wheelchair during the refill and they were to change the patient¿s position and try again to fill. It was confirmed that the pump logs looked normal. No patient symptoms were reported. Event outcome was not reported. The device system delivered dilaudid, clonidine and bupivacaine. Additional information has been requested but was not available at the time of this report.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
Additional information later received indicated that the device was explanted.

Manufacturer narrative:
Analysis of the pump revealed pump fluid path reservoir access issues to due to residue. An x-ray of the pump was taken showed the bellows were collapsing unevenly.

Manufacturer narrative:
Concomitant products: product ID: 8709, serial# (B)(4), implanted: (B)(6) 2005, product type: catheter. Product ID: neu_refill needle, lot# serial# unknown, product type: accessory. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.